Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7086395. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief after having surgery to remove 2 broken screws that fractured one of her vertebrae. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is doing very well postoperatively. The explanted device will not be returned.